Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to mild dysphagia occurred on (B)(6) 2018. A fundoplication was performed at the time. Device was found in the correct position/geometry. It was noted that there was an "abnormal amount of inflammation and scarring compared to other explants witnessed".

Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to mild dysphagia occurred on (B)(6) 2018. A fundoplication was performed at the time. -device was found in the correct position/geometry. -it was noted that there was an "abnormal amount of inflammation and scarring compared to other explants witnessed".